Event description:
It was reported that a spectrum infusion pump had air in line alarms during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "air alarms" was not reproduced. A review of the event history log (ehl) revealed occurrences of "air in line alarms" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor was out of specification and the calibration failed. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.